Event description:
It has been reported by the patient that a revision surgery was performed. The initial surgery was in 2009 and the revision occurred in 2010. No other information has been provided at this time.